Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible assay results for an unspecified number of patient samples tested on a cobas 8000 c702 module. The customer provided data for one patient sample tested with phos2 and a second patient sample tested for an unknown assay. No units of measure were provided. The first sample initially resulted in a phosphate value of 7 and it repeated as 1.2. The second sample initially resulted in a test value of 1103 and it repeated on a different analyzer as 77.